Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus india (omsi). Omsi checked the subject device and found that the reported phenomenon was duplicated and the error scope communication error b30 occurred due to the failure of the electrical circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the endoscopic image was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.